Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: a direct cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. Additionally, review of the patient¿s submitted log file confirmed low flow alarms, and the account attributed the alarms to the patient¿s medication dosing. The submitted log file contained data from 10aug2019 to 09sep2019. The pump was set to a fixed speed of 8400 rpm and operated above the low speed limit of 8000 rpm for the duration of the log file. The log file recorded 11 low flow alarms between 24aug2019 at 10:24:11 pm and 25aug2019 at 2:36:35 am when the patient¿s calculated flow dropped below the low flow threshold of 2.5 lpm. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient was admitted on 23aug2019 due to a driveline infection and experienced low flow alarms while admitted. The low flow alarms were reportedly likely due to the patient¿s coreg dosing, which was weaned down. The patient has positive cultures of mrsa with fatigue and copious purulent drainage from their exit site. The patient was treated with vanco IV and doxycycline as lifelong therapy for their chronic infection. The patient was continued on IV and oral antibiotics and was to be monitored clinically. The patient was discharged on 30aug2019 and remains ongoing on vad support. The heartmate ii lvas IFU lists driveline infection as an adverse event that may be associated with the use of heartmate ii lvas. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient was admitted on (B)(6) 2019 for chronic driveline infection and subxiphoid wound with methicillin-resistant staphylococcus aureus (mrsa). Patient experienced copious purulent drainage, fatigue, weight loss and intermittent fevers. Was given vancomycin intravenously and doxycycline as a lifelong therapy. No equipment was exchanged on this admission. No further information provided.